Event description:
Syringe had too much air in it. When plunger depressed to remove air slowly, syringe "exploded" and needle separted from syringe and collagen splattered over injector and patient. No injury to patient, however will be reported due to potential for injury.